Manufacturer narrative:
H3: a medtronic representative, went to the site to test the equipment. Testing revealed, that the em controller was replaced. The system then passed the system checkout. And was found to be fully functional. B01, c07, d02 applicable codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the electromagnetic (em) interface box and emitter on the system was not working. It was noted that there were no leds on the em interface box and the emitter did not make any noise. There was no patient involved. Troubleshooting was done with the representative on site. The representative followed the troubleshooting steps, these steps were to first cycle power to system, reseat em interface box and emitter, remove the covers and change usb ports where the electromagnetic localization system controller was plugged into the computer, verify that the port on the uninterruptible power supply (ups) supplying power to the electromagnetic localization system controller displayed a green led. Leds that were on the ups were displayed correctly and changing the ports did not resolve the issue. The probable cause was noted to be the electromagnetic localization system controller.

Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9 735824, serial/lot #: -, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2/h3/h6: the electromagnetic localization system controller was returned and analyzed. It was unable to connect to be tested. Codes b01, c13 and d02 are applicable. The lot number of the returned part is 1600575519. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.